Event description:
It was reported that the patient had primary surgery at (B)(6) (details unknown) and underwent a revision on (B)(6) of 2020 due to a non-union of a humeral fracture and the surgeon wished to plate and bone graft the fracture. The trigen humeral nail was removed and a periloc large fragment plate was implanted.

Manufacturer narrative:
It was reported that the patient underwent a revision due to a non-union of a humeral fracture. The affected trigen humeral nail, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique used or patient medical conditions. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.